Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 90% stenosed and calcified lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The rotawire 325cm guide wire was advanced to the lesion. The platform speed was set at 180,000rpm and the lesion was ablated 3 times with a rotalink 1.5mm burr with a 5,000 - 6,000rpm drop in speed on each run. It was noted that the burr did not remain in one location during ablation. Following ablation, the physician noted that the rotawire "got into the thin vessel of distal" 2nd diagonal branch. The physician attempted to reposition the guide wire, however, the pt experienced a coronary spasm which "trapped" the guide. The guide wire was removed "lightly" and upon inspection, it was noted that the radiopaque tip of the guide wire remained inside the pt. The physician attempted to retrieve the detached portion of the guide wire, however, an unspecified retrieval device was unable to reach the detached tip. No further attempts were made to retrieve the detached tip. The procedure was completed with placement of another manufacturer's stent. The pt was discharged from the hospital the following day in "stable" condition.